Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Extensive investigation showed that the problem was due to over voltage in the customer's own supply line. This damaged parts of the t1 generator, which led to the problem. However, no open fire occurred as the system is designed accordingly. At no time was there any direct danger to people or the environment because the system is designed to prevent further damage or injury in such a case, e.g., metal covering around the area where the damage occurred; ul-listed components (underwriters laboratories); protective fuses. Furthermore, the system meets the requirements of iec 60601-1. The affected parts were replaced on site and the system was repaired. No further such issues have been reported. The spare parts consumption was checked and a possible accumulation of faults or even a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The user reported a small fire in the cabinet. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.